Event description:
Patient contacted dexcom technical support by email on (B)(6) 2014 and claimed that on (B)(6) 2014, the sensor wire remained under the skin upon removal of the sensor. Patient did not report any discomfort at insertion site. Dexcom technical support followed up with the patient to gain additional information but were unable to reach the patient. At the time of the email to dexcom technical support, no medical intervention or injuries were reported.